Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes: - damage to the ccd unit - sliding error of movable l-range that occurred in the zoom scope - image occurred within the allowable range - damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: ·operation manual. - inspection of the endoscopic system. ·operation manual. Important information ¿ please read before use. - warnings and cautions. During the device evaluation, service found the small and large light guide cover lenses were discolored. The objective lens was dirty and chipped. The adhesive around the light guide lens was chipped, and adhesive around the objective lens was chipped. The rubber adhesive was chipped in the bending section. The bending tube was deformed. The insertion tube and protector were scratched. The distal end cap had a sharp snag. The paint on the air/water cylinder and suction cylinder was worn and peeling off. The universal cord was scratched. The electrical connector unit, mouthpiece, and pins were corroded due to fluid ingress, and a contact pin was broken, and a pin was loose. The charge coupled device (ccd) image had rgb dots. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the subject device to an olympus service center for evaluation with no complaint, and no patient or user injury reported. During inspection and testing, service observed the endoscopic image was blurry.